Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The physician elected to replace the patient's ipg during the revision. The patient is doing well following the procedure.